Event description:
In the middle of the case, it just shut down. It has been reported to philips that the device shut down in the middle of a case. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gets shut down in the middle of the procedure. Upon troubleshooting fse found that issue was caused by a malfunction of the x-ray pc. Review of the log file showed that x-ray pc connection issues. Fse replaced the x-ray pc and reloaded the epx database. After replacement of x-ray pc system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method codes were corrected.